Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and autoimmune thyroid disorder ('autoimmune: thyroid') in an adult female patient who had essure (batch no. 704633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included morbid obesity, anxiety, depression and fatigue. Concomitant products included cetirizine hydrochloride (cetrizine), levothyroxine, metformin, phentermine and ranitidine. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), anxiety ("psych injury, psychological or psychiatric problems ¿ anxiety") and migraine ("migraine / headaches") and was found to have weight increased ("weight gain"). In 2012, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total vaginal hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, migraine and weight increased had resolved, the genital haemorrhage, autoimmune thyroid disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune thyroid disorder, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for autoimmune: thyroid, psych injury. Current weight: 244 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), lower abdominal pain" were added. Medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and autoimmune thyroid disorder ('autoimmune: thyroid') in an adult female patient who had essure (batch no. 704633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included morbid obesity, anxiety, depression and fatigue. Concomitant products included cetirizine hydrochloride (cetrizine), levothyroxine, metformin, phentermine and ranitidine. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), anxiety ("psych injury, psychological or psychiatric problems ¿ anxiety") and migraine ("migraine / headaches") and was found to have weight increased ("weight gain"). In 2012, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total vaginal hysterectomy,salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, migraine and weight increased had resolved, the genital haemorrhage, autoimmune thyroid disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune thyroid disorder, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for autoimmune: thyroid, psych injury. Current weight: 244 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Lot number: 704633 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and autoimmune thyroid disorder ('autoimmune: thyroid') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroid disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, abdominal pain, fatigue, migraine, headache and weight increased had resolved and the genital haemorrhage, autoimmune thyroid disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, autoimmune thyroid disorder, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for autoimmune: thyroid, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. New events added-: pelvic pain, general abnormal bleeding, autoimmune: thyroid, apareunia, dyspareunia (painful sexual intercourse), abdominal pain, psych injury, fatigue, migraine, headaches, weight gain and plaintiff did not undergo essure confirmation test. Essure implant and explant date were updated. Outcome for events pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, fatigue, migraine, headaches and weight gain were resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.